Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely depressed vancomycin (vanc) result obtained on a patient sample on the dimension vista® 500 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 system. The customer was processing vanc samples in duplicate. The discordant result was not reported to the physician. The sample was reprocessed on the same system. The reprocessed result was higher than the discordant result, considered correct, and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc result.

Manufacturer narrative:
Initial MDR 2517506-2021-00131 was filed (B)(6) 2021. Additional information (21-jun-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed vancomycin (vanc) result. Hsc reviewed the information provided by the customer and the instrument data. Calibration was within conformance, quality control replicates recovered within the customer's established range, and no issues were noted with other patient samples on the date of the event indicating that the instrument and assay were performing acceptably. No process errors were identified at the time of the discordant result. The system is fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.